Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of stomach during an endoscopic hemostasis procedure performed on (B)(6) 2026. It was reported that the patient was hospitalized due to gastrointestinal bleeding. During the procedure, the first band became stuck during release and could not be deployed properly. Repeated attempts to deploy the bands increased friction with the gastrointestinal mucosa, resulting in secondary mucosal injury at the local site. The device was immediately replaced with a new speedband superview super 7 device, and hemostasis was successfully achieved. There was no difficulty setting up the device. The patient's condition following the procedure was reported to be stable. Note: the complainant reported that the device was used in the fundus of stomach. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the fundus of stomach.